Event description:
On (B)(6) 2011, gore was made aware of an adverse event associated with the gore tag thoracic endoprosthesis published in the journal of vascular surgery (oberhuber et al technical and clinical success after endovascular therapy for chronic type b aortic dissections j vasc surg 2011;54: 1303-9). According to the article, this pt was implanted with the gore tag thoracic endoprosthesis at an unk date between (B)(6) 1999 and (B)(6) 2011 to treat a chronic type b dissection. Seven months post procedure, a reintervention took place for unk reasons, implanting another tag device along with aortic arch repair. The pt tolerated the procedure.

Manufacturer narrative:
Add'l info has been requested.